Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The technician found the lights on the controller were not lit when the bed was plugged in. The technician replaced the controller box to repair the bed.